Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call the insulin pump had alarmed no delivery and customer changed the set. Customer's blood glucose was 149 mg/dl. It was possibly a site occlusion. Customer is not returning the reservoir for analysis.